Manufacturer narrative:
Section b5: clock not set occurring on (B)(6) 2021 is captured under MFR. Report # 2916596-2021-07707. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of power to the system controller and the account attributed the event to full battery depletion by the nursing staff home. A specific duration of time for which the pump was stopped could not conclusively be determined. The controller periodic log file contained approximately 9 months of data starting on (B)(6) 2021. The log file recorded the controller clock set to the default timestamp after (B)(6) 2021 until the date was correctly set on (B)(6) 2021. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the controller. Although a direct cause could not be conclusively determined through this evaluation, the account attributed the clock reset to the full depletion of the patient¿s batteries by the nursing home staff. The account reported that the patient¿s controller clock was not set. No log files were available from the time of the event; however, the account attributed the event to full battery depletion by the nursing home staff. The patient reportedly did not have symptoms and remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the pm or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The hm3 lvas patient handbook, rev. C, is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's controller clock wasn't set on their primary controller. Log file analysis revealed that the controller clock had reset to default time stamp on (B)(6) 2021, and then was reset to the correct time on (B)(6) 2021. The controller clock again reset to default time stamp on (B)(6) 2021, and then was reset to the correct time on (B)(6) 2021. The patient was on battery power during these events and the cause of the clock resetting was attributed to battery followed by emergency backup battery drainage. The emergency backup battery usage count was 102. It was reported on (B)(6) 2021 that the patient did not experience any adverse health impacts due to the pump stops.